Event description:
Surgeon implanted a trial femoral component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once has been completed.